Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from the right atrial (ra) lead. It was thought that the stimulation was due to the atrial lead position. It was reported that the chronic lead trend was turned off. It was later reported that the ra lead was explanted and replaced about two months later. There was a lead warning issued the day of the revision, likely due to the open port before the new lead was inserted. The new lead will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.